Event description:
It was reported this balloon ruptured on the first inflation at 12 atmospheres during deployment of a stent in a calcified left iliac artery via a retrograde approach. Resistance was encountered upon removal of this balloon catheter through the introducer sheath resulting in the balloon material detaching in the pt. An arteriogram was performed and the detached balloon could not be located, therefore, no retireval was attempted. Another balloon catheter was used to successfully complete the procedure without any pt complications. The pt's condition is good and has since been discharged. The pt will be monitored on an out pt basis. The detached balloon remains in the pt and the catheter was destroyed by the user facility. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilation of a stent may result in contact with a surface that could damage the balloon material. Follow up indicated resistance was encountered during this procedure and the lesion was calcified. It was also indicated this balloon was being used to deploy a stent in the vasculature, which is a non-indicated use of this device. Co believes the above factors may have contributed to this event. However, co cannot determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptured during dilation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully, ultra-thin diamond balloon dilation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended. Only 4mm through 8mm od and 1.5,2,3 and 4cm length balloons on 75cm length shafts are indicated for stent deployment/optimization for the palmaz-schatz balloon-expanding stents for the biliary system."